Event description:
It was reported that during an unknown procedure the device caused a significant burn in the patient's esophagus due to the extensive lateral thermal spread of the device.

Manufacturer narrative:
(B)(4). Event year only reported: 2021. Batch #: unknown. Additional information was requested and the following was obtained: what was the surgical procedure? Where was the device used? Could a description of the burn injury be provided? How did it look? Were there any device error messages during the procedure? What was the generator power setting? Was there any device dysfunction during the procedure? Approximately how close to the esophagus was the device activated? Are any pictures of the burn available? How was the burn injury managed/treated? Was the patient¿s post-op care altered in any way? What is the patient's current status? Unfortunately I have no further information regarding this product complaint, as I entered it retrospectively and was on maternity leave at the time. The surgeon has no further information regarding the date etc. Either as he cannot remember. All information written into the complaint is what I have available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.